Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's experiencing wound healing issues at the midline incision site after a previous revision (ref MFR. Report#1627487-2018- 01747). Reportedly, the incision began to drain. As a result, the patient was prescribed oral antibiotics to address the issue. Follow-up revealed the patient is still healing from the issue. The wound site was redressed last week and additional follow-up is pending.